Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had a hole with a leak at the corner and wear at a fold in the proximal end of the cylinder. The cylinder had tear in the outer tube from wear from the proximal end to the distal end of the cylinder. The pump was microscopically examined, and contamination was found, the device was not functionally tested. The pump passed the leakage testing. The second cylinder passed visual and leakage testing. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.